Event description:
It was reported that the pt returned 6 days after stent implantation, due to sub-acute thrombosis (sat). The sub-acute thrombosis was redilated and no pt injury was reported. No other info was available.